Event description:
Reportable based on analysis completed on 14-dec-2012. It was reported that during a percutaneous transhepatic biliary drainage procedure, a device was not able to advance to the lesion. The flexima adpl drainage catheter was introduced but could not advance to the target lesion as the lesion entry site was too hard. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed a broken catheter and broken suture.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual inspection of the returned device revealed the device was cut into two sections at 7cm from the heat shrink and that the suture was broken. A mandrel was inserted through the catheter and passed freely without resistance. The catheter outer diameter was measured and met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).